Event description:
On (B)(6) 2019 the lay user/patient contacted lifescan (lfs) (B)(4) alleging her onetouch verio 2 meter has been displaying unknown error messages whilst attempting to test. The complaint was classified based on the customer care advocate's (cca) documentation. The patient advised that the alleged product issue began "1 month and more" prior to contacting lfs. The patient manages her diabetes with a combination of oral medications including; "januavia 100mg/dl - 1 pill every morning, gliclazide 60mg/dl -1 pill every morning and metformin 500 mg/dl - 1 pill every morning and evening". The patient was unable/unwilling to confirm if she made any change to her usual diabetes management routine in response to the alleged product issue. The patient reported that on thursday the (B)(4) she developed symptoms of "stressed, sweating and not feeling well". The patient reported that she self-treated by consuming some water and going for a walk. At the time of troubleshooting, the customer care advocate (cca) walked the patient through a retest on the subject meter and the issue was resolved. The patient informed the cca that she wasn't changing the lancets at every test and was applying multiple samples on the test strip test. She also left the vial of test strip open until the test is finished, and she transferred old test strip in new vial. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury adverse event after the alleged meter issue began.